Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a clogged air channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and since we could not obtain information to specify the cause, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.